Event description:
Reporter alleged discrepant blood glucose results of 47 mg/dl back to back with a result of 120 mg/dl when testing was performed on the customer's advantage system. Reporter stated the readings were not exact however were examples of the types of back to back results the customer was obtaining on their system. It was not provided whether any actions were taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.